Event description:
Endopath 45 stapler misfired across duct during laparoscopic cholecystectomy. Macerated instead of stapled duct. Procedure continued and duct clippen with hemoclips and cut with laparoscopic scissors.